Event description:
Healthcare professional reported valve was removed due to a perivalvular leak. On third day after implant surgeon went back in for perivalvular leak and repaired. On the fourth day he removed the valve due to the continued leakage. Surgeon stated the valve looked fine. It will not be returned for analysis.